Manufacturer narrative:
This is a final report. An investigation of the defective component was conducted. The identified root cause is a defective electric / electronic component inside the dc power module 24v which caused a short circuit of the internal 24vdc circuits which subsequently resulted in the observed shut down of the device. There is no indication for an adverse trend of such a component failure.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
On (B)(6) 2020 leica microsystems (B)(4) ag received a complaint from (B)(6) stating that the arveo had a loss of function during surgery including the light shutting off. The defect was permanent and the issues could not be quickly overcome by restarting the device. The surgery was completed with another device. There was no patient injury.